Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose levels ranged from 281 to 400 mg/dl. Troubleshooting was done. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.